Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that one of the attachments for the tracker broke off.

Manufacturer narrative:
An event regarding crack/fracture involving a navigation introducer was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Not performed as no patient demographics were provided. There is no indication that patient factors contributed to the reported event. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends. Device was not returned.

Event description:
It was reported that one of the attachments for the tracker broke off.